Event description:
The customer alleged that he performed a control test and received a result of 238 mg/dl. The normal control range was 105-145 mg/dl. No adverse events were alleged. The customer did not have any test strips left that gave the high reading, so no product will be returned for evaluation.